Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap leaked. This occurred on 69 occasions before use. The following information was provided by the initial reporter: insulin leakage. Insulin leakage from pen and needle connecting site updated info: when customer connected insulin pen and pen needle, he found the leakage.

Manufacturer narrative:
H.6 investigation: sixty nine sealed 32g x 4mm pen needle samples were returned from lot. No. 9046888, cat. No. 320566. A clog test was carried out on all sixty nine samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap leaked. This occurred on 69 occasions before use. The following information was provided by the initial reporter: insulin leakage. Insulin leakage from pen and needle connecting site. Updated info: when customer connected insulin pen and pen needle, he found the leakage.